Event description:
A meter to lab comparison test resulted with the surestep meter reading 197 mg/dl and the lab meter reading 116 mg/dl. Tests were done 20 minutes apart. No symptoms were reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8